Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 60 mg/dl with symptoms of confusion. The reporter stated that the patient did not require treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that the pump¿s basal rate had been changed by their healthcare provider in relation to this excursion. The reporter stated that the pump¿s time and date settings were resetting when the pump was powered off and back on. The pump displays the verify screen and asks the patient to confirm the time and date. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.